Event description:
Reporter alleged obtaining the results of 125 mg/dl, 461 mg/dl, 95 mg/dl and 93 mg/dl on advantage system 1 compared back to back with a result of 84 mg/dl on advantage system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Outpatient oncology patient at facility to receive fluids. Rn reports while priming IV it was noted to have a slice in it and fluid was leaking out the side. There is a very obvious slice in the tubing. We have noted this defect before and it was found the tubing must have gotten caught in the sealer when the packaging was sealed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. Reference medwatch report with (B) (4) for the suspect device used in system 1.